Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl. Customer attempted to address low bg by consuming carbohydrates, but ultimately went to the emergency room (ER) where they were monitored. Customer was released from the ER four hours later. Reportedly, customer had not been delivering boluses prior to eating, causing their bg to trend high and subsequently triggering control-iq to deliver automatic boluses and increase basal delivery. As a result, customer's bg dropped. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.